Event description:
It was reported that stylet remained in the catheter tip and the cap broke before use.

Manufacturer narrative:
We received one fogarty catheter for examination. Examination of the catheter found the stylet wire at the catheter tip is bonded to the catheter tip. The catheter is also broken in half 4cm proximal of the catheter tip. Both sections of the catheter break site match when put together. A review of the manufacturing records indicated that the product met specifications upon release. An inability to remove the stylet from the catheter tip was confirmed. Also broken catheter tip was confirmed. An investigation has been initiated to determine if corrective actions are needed.